Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder replaced due to a hole in the left cylinder no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was visually and microscopically inspected, and leak tested. Analysis confirmed a hole in the outer tube due to fatigue, with a resultant fluid leak. The inner tubing and fabric threads were detached at the junction of the proximal cylinder body to the rear tip of the cylinder. Product analysis confirmed the reported clinical event of a cylinder malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, a replacement surgery was performed, and a hole was identified in the left cylinder. No patient complications were reported.